Event description:
Customer's mother reported via phone, the insulin pump alarmed motor error she was attempting to program a dual wave bolus. Customer's blood glucose was 6.4 mmol/l. Troubleshooting was performed and the device was unable to complete rewind sequence. Customer's mother was advised the device needed to be replaced. After the alarm the device beeped three times and the display went blank. Troubleshooting for blank display and no battery out limit was also performed. Customer agreed to return the device for further analysis.

Manufacturer narrative:
The pump was received with normal operating currents. No unexpected off no power, low battery or battery out limit alarms or blank display noted. The pump passed the displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No motor error alarms noted. The pump had minor scratches on the lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.